Manufacturer narrative:
The electrode pads were not returned to zoll medical corporation for evaluation. However, visual data of the customer's report was provided by the customer. The customer's report was observed during review of the visual data. The cause of the skin tear was possibly due to frail skin in addition to 24 hours of pads application. Details of the patient's age and condition was not provided. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), upon removal of the pads, abrasions/skin removal were found on the patient. Complainant indicated that the patient subsequently sustained tears in the skin. Please reference medwatch report 1218058-2020-00004 and 1218058-2020-00006 for similar events reported from the same customer.